Event description:
It was reported that the patient had advance xp sling implanted on an unknown date. The advance xp sling worked for a number of years. A new artificial urinary sphincter consisting of a cuff, pump, and balloon was implanted due to recurring incontinence.